Event description:
A no power issue was reported with the adc device reader. Customer was unable to test due to the reader not powering on with button press or test strip insertion and as a result, experienced shaking, fatigue, loss of vision and loss of consciousness. Customer was able to self-treat with insulin. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Device (B)(4) has been returned for investigation. Visual inspection has been performed on the reader and no issues were observed. Upon initial testing the customers allegation was confirmed. During further testing, the battery was measured at 3.8v and a pcba test was performed with pressure to the central processing unit and the reader turned on and the battery appeared to be charging. It was confirmed that this reported issue was due to poor soldering of the central processing unit. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre readers were reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A no power issue was reported with the adc device reader. Customer was unable to test due to the reader not powering on with button press or test strip insertion and as a result, experienced shaking, fatigue, loss of vision and loss of consciousness. Customer was able to self-treat with insulin. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. The reader did not turn on with the button, strip, or universal serial bus (usb) cable insertion. The returned reader was connected to a computer and the reader was not recognized. The reader was further investigated and de-cased. Battery voltage was measured to be within specification. Placed returned reader into the reader printed circuit board assembly (pcba) test fixture and applied pressure to the central processing unit (cpu). The reader did power on when pressure was applied to the cpu and the battery was observed to be charging. An extended investigation was also performed on the reader. The returned reader did not turn on with the power button, strip insertion or cable insertion. Performed an internal inspection on the pcba and no issues were observed. Observed reader did turn on when pressure was applied to the cpu, indicating poor soldering of the cpu. Once pressure was removed the returned reader would power off. Therefore, this issue is confirmed to poor soldering of the cpu. All pertinent information available to abbott diabetes care has been submitted.